Manufacturer narrative:
Manufacturing review: device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: the complaint of a catheter break at the port stem was confirmed, but the exact cause could not be determined from the evidence provided for investigation. Two photos were provided, showing a titanium low-profile port with two segments of a white colored open-ended catheter. A short segment of catheter tubing was attached to the port stem. The distal end of the port stem extended beyond the short segment of catheter tubing. The catheter lock was separate from the port and catheter. The longer section of catheter tubing was separate from the port. Since the photos showed a break in the catheter at the port stem, the complaint was confirmed, but the cause could not be determined. One of the precautions in the IFU states, ¿carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage.¿ the product IFU also cautions, ¿advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats).¿ labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 01/2020).

Event description:
It was reported that approximately two months post port implantation, imaging demonstrated that the catheter fractured and was removed the same day. There was no further treatment provided or requested. The patient reportedly expired approximately two weeks after removal. The cause of the patient¿s death was not provided.